Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device approximately 15 years ago. The patient followed up with the implantation surgeon after experiencing increased lower back pain while squatting. Imaging was reviewed and it was determined that the poly inlay was expulsed. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outline in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The pdl device remains implanted within the patient therefore no device evaluation was completed at this time. Imaging was provided that showed the expulsed poly inlay. There were no anomalies identified during the course of the complaint investigation. A reason for the poly inlay expulsion is unknown. This submission is 1 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l device approximately 15 years ago. The patient followed up with the implantation surgeon after experiencing increased lower back pain while squatting. Imaging was reviewed on a peer-to-peer discussion it was determined that the poly inlay was expulsed or expulsing. The patient is asymptomatic and this was considered an ancillary radiographic finding. Surgeon was going to discuss possible medical or surgical interventions with the patient. At this time no intervention has been scheduled.